Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported the initial drain volume 3299ml, last fill volume 1800ml per the cg. The cg stated the hp reported no symptoms. The tsr would swap and the registered nurse (rn) will program. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy last drain. A service history review (shr) revealed that no issues were identified that may have contributed to the baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.